Event description:
Pt reported that while walking she sustained a right femur fracture and was implanted with a 4.5mm lcp condylar plate, 10 hole, right on (B)(6) 2011. The pt indicated she went back to work in (B)(6) 2011 or (B)(6) 2011. Pt reported that subsequently she was walking with one crutch at the grocery store around (B)(6) 2012, bent down to pick up a coupon and the plate broke. The pt advised she was revised to an unk plate, bone graft and "bone croutons" on an unk date.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm lcp curved condylar plates was processed through the normal mfg and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of MFR with no issues documented during the MFR that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specs with no anomalies noted.